Event description:
It was reported that a charging pad for the ilet system stopped functioning, resulting in the device not charging and necessitating shipment of replacement supplies. Symptoms included no clinical symptoms reported. Outcomes included no reported impact to health and no alerts or alarms from the device. Investigation included review of the reported issue and replacement of the affected accessory. Investigation of this case revealed an accessory malfunction of the charging pad. It was concluded that the accessory failure affected charging but did not result in a clinical event.